Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return the ilet after experiencing frequent low blood glucose and pausing the device at approximately 100 mg/dl, then treating, and stated the cartridge capacity did not meet their needs and the device did not fit their lifestyle; the user indicated they had discussed switching devices with their healthcare professional and stopped using the ilet. Symptoms included hypoglycemia with reported values in the 40¿50 mg/dl range, device low and urgent low alerts, consumption of carbohydrates to correct, and weakness, without medical intervention or assistance. Outcomes included no hospitalization, no emergency care, and cessation of device use. Investigation included complaint intake review and user education and troubleshooting. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.